Event description:
A report was received that the patient had removed the bandage placed during a recent revision and accidentally pulled off some of the skin around the ipg incision. The physician prescribed an antibiotic ointment. No further course of action will be taken at this time.